Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 148 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. Troubleshooting found the insulin pump did not alarm no delivery during a manual prime when a new reservoir was used. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.